Manufacturer narrative:
Investigation visual inspection no significant deformations or damages of the valves were detected during the visual inspection. Permeability test a permeability test has shown that the progav valve is permeable. Adjustment test the progav valve was tested and is adjustable to all specified pressures. Braking force and brake function test the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Results first, we performed a visual inspection of the progav 2.0 shunt system. No significant deformations or damages of the valves were detected during the visual inspection. Next, we tested the permeability of the progav 2.0 valve. It was shown to be permeable additionally, we tested the adjustability as well as the brake functionality and bake force of the progav 2.0 valve. The valve operated as expected and met all specifications. Finally, we have dismantled the valve. There were no visible deposits inside the valve. Based on our investigation, we are unable to substantiate the claim of non-adjustability. The progav 2.0. Was adjustable to all settings and operated within all specified tolerances. However, it is possible that even a small amount of non-visible blood or protein could have led to a temporary compromise of the system and could be responsible for the suspect malfunction in the past. As described in our literature, the problem encountered is one of the known, inevitably risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. When additional information is received a follow up report will be submitted.

Event description:
It was reported that the po had maladjustment. The explanted products were delivered to miethke with the return kit inside an unknown liquid. The file is entered with limited information.